Event description:
It was reported that during a surgery procedure, connecting the offset adapter with the tibia, surgeon noted that the thread of the adapter sheared off. As no other implant was available, the surgeon used a smaller implant and completed the surgery.